Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the camera head is unable to display images. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since the suspect device was not returned to olympus and an evaluation could not be performed, a conclusive root cause was unable to be identified. The probable cause of no image display is due to a failure of the charge-coupled device unit (ccd)or a failure of the cable unit. The failure of the ccd unit is believed to be caused by the material deterioration of the ccd sensor due to ultraviolet rays. The product shipment record was checked but no problem with the device was found. Therefore, it is presumed that the breakdown of the cable is related operator¿s handling. Olympus will continue to monitor complaints for this device.